Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet system after sensor start, with the app showing a pairing failure and intermittent communication behavior; troubleshooting included re-entering the pairing code and toggling cgm settings, consistent with an interoperability communication issue potentially involving the device antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem with intermittent communication failure associated with an electrical/magnetic component, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.